Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator device control unit was not functioning and was defective. It was noted that the motor and control were defective. It was also noted that the device failed pre-repair diagnostic tests for function of the quick coupling for saw blades, function of the saw head, function of the battery coupling, function of the off/on/on mode, function of the triggers and ecu (electronic control unit), and oscillation frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.